Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were having a problem with the insulin pump. The customer's blood glucose level was 351 mg/dl. They were unable to bolus because the bolus wizard menu was reading a 600 mg/dl. They reported that they did not enter that high blood glucose into the insulin pump. The meter did not send that information. When they checked the bolus history, they found that the insulin pump had delivered for the high blood glucose level of 600 mg/dl and would not deliver anymore insulin. The customer's wife stated that they will call back to troubleshoot after talking to their health care professional. The device will not return for analysis.